Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shocking impedance measurements within the past year. They were now reported to be approximately 160 ohms. The patient had not received a shock since the implant procedure. Boston scientific technical services (ts) discussed delivering a commanded 1.1 joule shock or high output pacing to further evaluate the system. No adverse patient effects were reported.